Event description:
It was reported that the superior vena cava (svc) and high voltage b (hvb) portions of the right ventricular (rv) lead exhibited rising/high impedances. A header issue was suspected, and during the replacement procedure, the lead was tested and appeared to be functioning normally. The device was explanted and replaced, and the svc and hvb coils tested fine with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 02:15:03. Weekly hv-lead impedance trend data show various spike increases for min and max (B)(4) impedance = 160 to 1336 ohms range between (B)(6) 2010 and (B)(6) 2012.